Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused lesions on the lungs, shortness of breath, pnuemonia and bronchitis. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on oct 16, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lesions on the lungs, shortness of breath, pnuemonia and bronchitis that are related CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury, the patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed an unknown dust contaminant on the top cover, side panel, pca, inside the iso port, blower, right side assembly, blower cap, blower housing, bottom enclosure, and air inlet seal, j9 appeared to have thermal failure, observed black hairlike contaminant inside the iso port. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of dust like contamination and unable to address the patient's symptoms. Section d5 operator of the device was missed to capture in initial report and updated. Sections d8, d9, h2, h3 and h6 has been updated in this report.